Event description:
It was reported the patient was in an intensive care unit at the hospital due to episodes of vomiting and nausea which started the day of report. It was noted they were concerned the device may not be functioning properly and they wanted to arrange for the device to be checked. It was later reported the patient was admitted to a nursing home on (B)(6) 2014 and they wanted someone to troubleshoot the device. It was noted that since being admitted the patient had continuous vomiting and they must have been vomiting since they were in the hospital. It was stated it was unknown if the patient had their device checked when they were in the hospital.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).